Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer stated that the insulin pump reported low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged unexpected battery power loss, battery charge last less that expected, and pump error 25 alarms found on 12/24/2021. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. A review of the history files reveals between 12/14 and 12/24/2021 there were six (6) battery inserted (12/14, 12/15, 12/17, 12/18, 12/20, and 12/21) after a low battery alert. No unexpected pump error 25 alarms, low battery alerts, or power/battery related alarms noted during testing and there are not any power error 25 alarms found in the history files. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, missing serial number label, and pillowing keypad overlay. Pump error 25 alarm, battery charge last less that expected (low battery alert), or unexpected battery power loss are not confirmed. No unexpected pump error 25 alarms, low battery alerts, or power/battery related alarms noted during testing and there are not any power error 25 alarms found in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.